Manufacturer narrative:
Faulty nut in lift motors.

Event description:
It was reported by service report that both foot end and head end were drifting. No patient involvement or adverse consequences are reported.